Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage at the junction where the cartridge attaches to the connector during a supply change, and a subsequent attempt with a second cartridge also leaked until the supply change was repeated with new components and correct connection technique inside the ilet as instructed. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of troubleshooting and education with proper reconnection, after which no further leakage was observed. Investigation included user interview, review of use technique, and guided reinstallation with new cartridge, connector, and infusion set from different lots. Investigation of this case revealed that the cartridge and connector had been connected outside the ilet, which is inconsistent with instructions for use and can result in leaks at the cartridge-to-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique error related to incorrect assembly outside the device.